Event description:
The report received from the study indicated that approximately three and one-half months after the index procedure, the pt was found to have restenosis of the three previously implanted cypher select plus stent in the right coronary artery (rca) target lesions. The stents were implanted in the proximal/mid and distal rca. The distal rca cypher select plus 2.5 x 33 mm stent had a 60% focal (less than 10 mm/<10 mm) in-stent restenosis (isr), the cypher select plus 2.75 x 33 mm stent implanted in the mid rca had an 80% focal (<10 mm) isr, and the cypher select plus 30 x 23 mm stent in the proximal rca had a 50% focal (<10 mm=) isr. The restenotic lesions were treated by balloon angioplasty only (poba). Additionally, review of the file indicated that the pt had a dissection during the index procedure that was not reported while treating the proximal rca. The dissection was said to not be flow-limiting and was covered by the proximal rca 3.0 x 23 mm stent.

Manufacturer narrative:
The indication for the index procedure was stable angina. The pt was found to have three-vessel disease and had three lesions treated during the elective index procedure. A staged procedure was planned due to cardiovascular safety. No left ventricular ejection fraction was provided. Lesion #1-1: the target lesion was the distal rca. The lesion was reported to be: de novo, 2.5 mm vessel diameter, a 60% stenosis, irregular, a moderately tortuous proximal segment, and type b2. The lesion was pre-dilated with a 2.5 x 30 mm balloon at 10 atms as planned. A cypher select plus 2.5 x 33 mm stent was implanted at 14 atms. The stent was post-dilated with a 2.75 x 20 mm balloon at 22 atms due to incomplete stent expansion. A suboptimal result was obtained. The residual stenosis was 0%. The timi flows pre and post-procedure were not provided. Lesion #1-2: the target lesion was the mid rca. The lesion was reported to be: de novo, 2.7 mm vessel diameter, 20 mm length, an 80% stenosis, irregular and type b2. The lesion was pre-dilated with a 2.5 x 30 mm balloon at 12 atms as planned. A cypher select plus 2.75 x 33 mm stent was implanted at 12 atms. There was post-dilated with a 2.75 x 20 mm balloon at 12 atms due to incomplete stent expansion. A suboptimal result was obtained. The residual stenosis was 0%. The timi flows pre and post-procedure were not provided. Lesion #1-3: the target lesion was the proximal rca. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 15 mm length, a 70% stenosis, irregular, concentric, and type b2. The lesion was pre-dilated with a 2.5 x 30 mm balloon at 12 atms as planned. A cypher select plus 3.0 x 23 mm stent was implanted at 12 atms. The stent was post-dilated with a 3.0 x 20 mm balloon at 22 atms due to incomplete stent expansion. A suboptimal result was obtained. The residual stenosis was 0%. The timi flows pre and post-procedure were not provided. There were no procedural complications, adverse events or device deviations reported during the index procedure. The pt's troponin was slightly elevated at the 24 hour-discharge period prior to discharge. The pt was discharged the next day. Follow-up phone contacts at the one and six-month periods indicated the pt was asymptomatic. Eight days after the index procedure, the pt returned for a planned staged procedure and had multiple lesions treated in the left coronary artery system. The previously implanted stents were reported to be patent at this time. The lesions treated during the staged procedure were noted to also be restenosed at the time of the re-pci procedure. These were also treated by balloon angioplasty only (poba). Please note that device (lot# 13202333) is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2008-01213, # 9616099-2008-01214, and # 9616099-2008-01215.